Manufacturer narrative:
Neither the sample nor a photograph was received for evaluation. Therefore, the failure mode was unable to be confirmed. Master production records were reviewed for lot 0000899037 and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in process inspection. During manufacturing of product assembly and packaging no special issues were noted and no ncr were issued to this lot number. DHR of the sub-assembly was reviewed and no non-conformances were found. The most probable root cause was unable to be determined due to lack of sample. All internal manufacturing procedures were adhered to and no issues were found. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes.

Event description:
Infection prevention -customer stated via email: while prepping patient's vagina with foam-winged sponge applicators (carefusion cat 4468 lot 0000899037) the sponge portion came apart and was still inside vagina. Surgeon notified. Surgeon removed sponge.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The sample was not received for evaluation. Therefore, the supplier was unable to confirm the reported failure. Master production records were reviewed for lot 0000899037 and no non-conformances were noted during the manufacturing of this lot. Supplier records indicated that the reviewed batch record passed all the in process inspection. Per the supplier, no issues were noted during the manufacturing, the assembly, or the packaging of the product. Additionally, the device history of the sub-assembly was reviewed and no non-conformances were found. The most probable root cause was unable to be determined due to lack of sample. All internal manufacturing procedures were adhered to and no issues were found. Bd will continue to track and trend for similar issues.